Event description:
It was reported that during a nephrectomy, when removing the trocar at the end of the procedure, it was noted it was broken. The surgeon then looked for the broken pieces, and successfully removed most of the missing pieces. A small, less than 1 millimeter, piece was not able to be found and was left in the patient.

Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested and the following was obtained: "no change to post op care and no adverse effect reported post op." "Having emailed mr carter, he explained that the port was used again on an obese patient where excessive force was required for the retraction of the kidney. He believes the reason for the port fracture was in fact the same issue as before, the size of the patient and his operating technique. He explained that the fracture was practically identical to the first incident occurred where there are great similarities in patient size. Currently whilst we investigate the incident, we are awaiting a decision as to whether we send the broken port to our internal testing or not. We will inform you as soon as a decision is made." A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.